Manufacturer narrative:
Approximate age of device: the approximate age of the device is 5 years and 2 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the percutaneous lead had cosmetic damage to the silicone layer which the vad team repaired with electrical tape. Technical services recommended self-fusion tape and confirmed that the damage was only cosmetic at this time. No further information was provided.

Manufacturer narrative:
The reported event of damage to the silicone jacket of the patient¿s driveline was confirmed through the account¿s submitted images. The heartmate ii lvas IFU addresses how to care for the driveline. This document also addresses damage due to wear and fatigue of the driveline. The patient remains ongoing on the device and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.